Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal distension ("after the implant, she began suffering abdominal bloating") and pregnancy with contraceptive device ("was found to be 19 weeks pregnant") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective ("device ineffective"). In 2010, the patient started essure. The patient's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. The patient received essure during the first and second trimesters of pregnancy. In 2015, the patient experienced pregnancy with contraceptive device (serious criterion medically significant) with fatigue and nausea. On an unknown date, the patient experienced abdominal distension (serious criteria medically significant and clinically significant/intervention required), weight increased ("after the implant, she began suffering weight gain"), headache ("after the implant, she began suffering headaches") and procedural pain ("painful post-operative period"). The patient was treated with surgery (total hysterectomy and device retrieval in (B)(6) 2016). Essure was withdrawn. At the time of the report, the abdominal distension, pregnancy with contraceptive device, weight increased and headache outcome was unknown and the procedural pain outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal distension, pregnancy with contraceptive device, weight increased, headache and procedural pain to be related to essure. Diagnostic results: in (B)(6) 2015, had full work-up for a potential new gastrointestinal disease (no result provided). In (B)(6) 2016, was found 19 weeks pregnant. Most recent follow-up information incorporated above includes: on 7-dec-2016: correction (company causality comment and product problem field corrected). Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced abdominal distension, amongst non serious events. Also, on unknown date six years after essure insertion, she was found to be 19 weeks pregnant. Outcome was not reported. A few months after pregnancy, plaintiff underwent a total hysterectomy and device retrieval. Both the events are anticipated in the reference safety information for essure. Pregnancies have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance. In this particular case, considering that pregnancy occurred several years after essure insertion, a device ineffective was considered and pregnancy was regarded as related to essure. During essure therapy, abdominal distension may occur. Considering that event started after essure insertion and the lack of alternative explanations, causality with essure cannot be excluded. This case was regarded as incident, as a surgical procedure was required. A product technical analysis is being sought. Further information will be obtained through the litigation process. (B)(4)

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal distension ("after the implant, she began suffering abdominal bloating/pregnancy (no complications)") and pregnancy with contraceptive device ("was found to be 19 weeks pregnant/pregnancy (no complications)") in a 42-year-old female patient (gravida 7, para 5) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included ectopic pregnancy. Previously administered products included for an unreported indication: nuva ring and methotrexate. Concurrent conditions included obesity, unspecified, acute cholecystitis, dizziness since (B)(6) 2016 and umbilical hernia. Concomitant products included aciclovir (acyclovir [aciclovir]) since 2009, medroxyprogesterone (depo provera) and venlafaxine from 2010 to 2016. On (B)(6) 2010, the patient had essure inserted. In 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with fatigue and nausea. In october 2015, the patient experienced weight increased ("after the implant, she began suffering weight gain") and flatulence ("gas pain"). On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), headache ("after the implant, she began suffering headaches"), procedural pain ("painful post-operative period"), abdominal pain ("abdominal pain") and complication of device insertion ("unable to get coil placed on right side"). The patient's last menstrual period was on (B)(6) 2015 and estimated date of delivery was (B)(6) 2016. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy/total hysterectomy and device retrieval in aug-2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal distension, weight increased, headache and procedural pain had not resolved and the pregnancy with contraceptive device, flatulence, abdominal pain and complication of device insertion outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2016. The reporter considered abdominal distension, abdominal pain, complication of device insertion, flatulence, headache, pregnancy with contraceptive device, procedural pain and weight increased to be related to essure. The reporter commented: on (B)(6) 2010, insertion procedure: the tubal ostium was felt to be encased in the fibrous tissue. Attention was turned to the left where the essure coil was easily placed with 3 trailing coils. Going back to the right, attempts were made to pass the essure coil. This coil was removed in its entirety. Attempts to place the coil after that were unsuccessful. Essure placement in the left fallopian tube; right tube was not placed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Hysterosalpingogram - in 2010: bilateral tubal occlusion pregnancy test urine - on (B)(6) 2016: positive in nov-2015 had full work-up for a potential new gastrointestinal disease (no result provided). In jan-2016 was found 19 weeks pregnant. Current weight: 250 lbs. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: headaches, nausea and fatigue." Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal distension ("after the implant, she began suffering abdominal bloating/pregnancy (no complications)") and pregnancy with contraceptive device ("was found to be 19 weeks pregnant/pregnancy (no complications)") in a 42-year-old female patient (gravida 7, para 5) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included ectopic pregnancy. Previously administered products included for an unreported indication: nuva ring and methotrexate. Concurrent conditions included obesity, unspecified, acute cholecystitis, dizziness since (B)(6) 2016 and umbilical hernia. Concomitant products included aciclovir (acyclovir [aciclovir]) since 2009, medroxyprogesterone (depo provera) and venlafaxine from 2010 to 2016. On (B)(6) 2010, the patient had essure inserted. In 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with fatigue and nausea. In (B)(6) 2015, the patient experienced weight increased ("after the implant, she began suffering weight gain") and flatulence ("gas pain"). On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), headache ("after the implant, she began suffering headaches"), procedural pain ("painful post-operative period"), abdominal pain ("abdominal pain") and complication of device insertion ("unable to get coil placed on right side"). The patient's last menstrual period was on (B)(6) 2015 and estimated date of delivery was (B)(6) 2016. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy/total hysterectomy and device retrieval in (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal distension, weight increased, headache and procedural pain had not resolved and the pregnancy with contraceptive device, flatulence, abdominal pain and complication of device insertion outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2016. The reporter considered abdominal distension, abdominal pain, complication of device insertion, flatulence, headache, pregnancy with contraceptive device, procedural pain and weight increased to be related to essure. The reporter commented: on (B)(6) 2010, insertion procedure: the tubal ostium was felt to be encased in the fibrous tissue. Attention was turned to the left where the essure coil was easily placed with 3 trailing coils. Going back to the right, attempts were made to pass the essure coil. This coil was removed in its entirety. Attempts to place the coil after that were unsuccessful. Essure placement in the left fallopian tube; right tube was not placed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Hysterosalpingogram - in 2010: bilateral tubal occlusion pregnancy test urine - on (B)(6) 2016: positive in (B)(6) -2015 had full work-up for a potential new gastrointestinal disease (no result provided). In (B)(6) 2016 was found 19 weeks pregnant. Current weight: 250 lbs. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: headaches, nausea and fatigue." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-oct-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal distension ("after the implant, she began suffering abdominal bloating/pregnancy (no complications)") and pregnancy with contraceptive device ("was found to be 19 weeks pregnant/pregnancy (no complications)") in a 42-year-old female patient (gravida 7, para 5) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "unable to get coil placed on right side" and device ineffective "device ineffective". The patient's past medical history included ectopic pregnancy. Previously administered products included for an unreported indication: nuva ring and methotrexate. Concurrent conditions included obesity, unspecified, acute cholecystitis, dizziness since (B)(6) 2016 and umbilical hernia. Concomitant products included aciclovir (acyclovir [aciclovir]) since 2009, medroxyprogesterone (depo provera) and venlafaxine from 2010 to 2016. On (B)(6) 2010, the patient had essure inserted. In 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with fatigue and nausea. In (B)(6) 2015, the patient experienced weight increased ("after the implant, she began suffering weight gain") and flatulence ("gas pain"). On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), headache ("after the implant, she began suffering headaches"), procedural pain ("painful post-operative period") and abdominal pain ("abdominal pain"). The patient's last menstrual period was on (B)(6) 2015 and estimated date of delivery was (B)(6) 2016. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy/total hysterectomy and device retrieval in (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal distension, weight increased, headache and procedural pain had not resolved and the pregnancy with contraceptive device, flatulence and abdominal pain outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2016. The reporter considered abdominal distension, abdominal pain, flatulence, headache, pregnancy with contraceptive device, procedural pain and weight increased to be related to essure. The reporter commented: on (B)(6) 2010, insertion procedure: the tubal ostium was felt to be encased in the fibrous tissue. Attention was turned to the left where the essure coil was easily placed with 3 trailing coils. Going back to the right, attempts were made to pass the essure coil. This coil was removed in its entirety. Attempts to place the coil after that were unsuccessful. Essure placement in the left fallopian tube; right tube was not placed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Hysterosalpingogram - in 2010: bilateral tubal occlusion. Pregnancy test urine - on (B)(6) 2016: positive . In (B)(6) 2015 had full work-up for a potential new gastrointestinal disease (no result provided). In (B)(6) 2016 was found 19 weeks pregnant. Current weight: 250 lbs. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: headaches, nausea and fatigue." Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 12-mar-2018: this case is medically confirmed. Reporter information was added. This case concerns 42 year old patient. Her demographic was updated. Pregnancy outcome was updated. Historical ,condition/medication and concurrent condition were added. Essure insertion and removal date was added. Essure indication was amended. Following events: gas pain, abdominal pain and unable to get coil placed on right side. She had not recovered from all the events. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and pregnancy with contraceptive device ('was found to be 19 weeks pregnant/pregnancy (no complications)') in a 42-year-old female patient who had essure (batch no. 20183879, 623211) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included ectopic pregnancy, infertility and cholecystectomy. In (B)(6) 2015 had full work-up for a potential new gastrointestinal disease (no result provided). In (B)(6) 2016 was found 19 weeks pregnant. Current weight: 250 lbs. Other than the dye test 6 months later I have never had an ultrasound to locate where the coils actually are. Previously administered products included for an unreported indication: nuva ring and methotrexate. Concurrent conditions included dizziness since (B)(6) 2016, obesity, unspecified, acute cholecystitis, umbilical hernia, dysthymic disorder, genital herpes and esophageal reflux. Concomitant products included aciclovir (acyclovir) since 2009, medroxyprogesterone acetate (depo provera) and venlafaxine from 2010 to 2016. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) with fatigue and nausea and was found to have weight increased ("after the implant, she began suffering weight gain"). On (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and flatulence ("gas pain"). On an unknown date, the patient experienced abdominal distension ("after the implant, she began suffering abdominal bloating"), headache ("after the implant, she began suffering headaches"), procedural pain ("painful post-operative period") and complication of device insertion ("unable to get coil placed on right side"). The patient was treated with surgery (bilateral salpingectomy/total hysterectomy and device retrieval in (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, abdominal distension, weight increased, headache, procedural pain and flatulence had not resolved and the pregnancy with contraceptive device and complication of device insertion outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 5. Last menstrual period was on (B)(6) 2015 and estimated date of delivery was (B)(6) 2016. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2016. The reporter considered abdominal distension, abdominal pain, complication of device insertion, flatulence, headache, pregnancy with contraceptive device, procedural pain and weight increased to be related to essure. The reporter commented: on (B)(6) 2010, insertion procedure: the tubal ostium was felt to be encased in the fibrous tissue. Attention was turned to the left where the essure coil was easily placed with 3 trailing coils. Going back to the right, attempts were made to pass the essure coil. This coil was removed in its entirety. Attempts to place the coil after that were unsuccessful. Essure placement in the left fallopian tube; right tube was not placed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: bilateral tubal occlusion (dye test). Pregnancy test urine - on (B)(6) 2016: results: positive. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: headaches, nausea and fatigue." Most recent follow-up information incorporated above includes: on 20-nov-2019: pfs received. Lot number received. Outcome of flatulence and abdominal pain were updated. On 25-nov-2019: pfs received. Laboratory data was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and pregnancy with contraceptive device ('was found to be 19 weeks pregnant/pregnancy (no complications)') in a 42-year-old female patient who had essure (batch no. 20183879, 623211) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included ectopic pregnancy, infertility and cholecystectomy. *in (B)(6) 2015 had full work-up for a potential new gastrointestinal disease (no result provided). In (B)(6) 2016 was found 19 weeks pregnant. Current weight: 250 lbs. Other than the dye test 6 months later I have never had an ultrasound to locate where the coils actually are. Previously administered products included for an unreported indication: nuva ring and methotrexate. Concurrent conditions included dizziness since (B)(6) 2016, obesity, unspecified, acute cholecystitis, umbilical hernia, dysthymic disorder, genital herpes and esophageal reflux. Concomitant products included aciclovir (acyclovir) since 2009, medroxyprogesterone acetate (depo provera) and venlafaxine from (B)(6) to (B)(6) . On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) with fatigue and nausea and was found to have weight increased ("after the implant, she began suffering weight gain"). On (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and flatulence ("gas pain"). On an unknown date, the patient experienced abdominal distension ("after the implant, she began suffering abdominal bloating"), headache ("after the implant, she began suffering headaches"), procedural pain ("painful post-operative period") and complication of device insertion ("unable to get coil placed on right side"). The patient was treated with surgery (bilateral salpingectomy/total hysterectomy and device retrieval in (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, abdominal distension, weight increased, headache, procedural pain and flatulence had not resolved and the pregnancy with contraceptive device and complication of device insertion outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 5. Last menstrual period was on (B)(6) 2015 and estimated date of delivery was (B)(6) 2016. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2016. The reporter considered abdominal distension, abdominal pain, complication of device insertion, flatulence, headache, pregnancy with contraceptive device, procedural pain and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: on (B)(6) 2010, insertion procedure: the tubal ostium was felt to be encased in the fibrous tissue. Attention was turned to the left where the essure coil was easily placed with 3 trailing coils. Going back to the right, attempts were made to pass the essure coil. This coil was removed in its entirety. Attempts to place the coil after that were unsuccessful. Essure placement in the left fallopian tube; right tube was not placed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: bilateral tubal occlusion (dye test). Pregnancy test urine - on (B)(6) 2016: results: positive. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: headaches, nausea and fatigue." Lot number: 20183879 manufacture date: 2009-06 expiration date: 2012-06 lot number: 623211 manufacture date: 2009-03 expiration date: 2012-03 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 11-dec-2019: quality safety evaluation of product technical complaint a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 19-jan-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced abdominal distension, amongst non serious events. Also, on unknown date six years after essure insertion, she was found to be (B)(6) pregnant. Outcome was not reported. A few months after pregnancy, plaintiff underwent a total hysterectomy and device retrieval. Both the events are anticipated in the reference safety information for essure. Pregnancies have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance. In this particular case, considering that pregnancy occurred several years after essure insertion, a device ineffective was considered and pregnancy was regarded as related to essure. During essure therapy, abdominal distension may occur. Considering that event started after essure insertion and the lack of alternative explanations, causality with essure cannot be excluded. This case was regarded as incident, as a surgical procedure was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.